Event description:
User reports a leak from the back of analyzer onto the floor over a two day period. No patient samples were affected and no operator was harmed. The field service representative determined the cause to be closed valves on the water tank after maintenance causing the pump head to burn out. He replaced the pump head and primed the system. Performance tests were performed.